Event description:
Reported by the customer as: "pump runs after food is gone." No patient/customer injury reported.

Manufacturer narrative:
Actual device evaluated. Results: alleged failure could not be duplicated, but a different failure was discovered in the evaluation process that is likely what the customer observed. The complaint description may not have been communicated correctly. During the power on process, the pump transfers therapy/feeding data from the eeprom to software memory. The therapy parameters in the memory are being corrupted. Using these corrupted values results in errors in the normal operation of the pump, for example, feeding at a faster rate than was programmed. Conclusions: the software parameter corruption causes the pump to overfeed. The root cause for why the parameter corruption occurs is unknown. This error has not caused patient injury to date. This MDR is being completed as part of the field correction. Reference field correction number assigned by moog medical devices group: 1722139-12/03/08-001-c.